Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood leaking out the end of the "terminal" of the one link standard bore extension set. It was specified that the patient "lost no more than a teaspoon of blood". There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.